Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. During the examination of right atrial (ra) lead, there was noise noted on the lead which registered inappropriate automatic mode switching (ams) episodes. Since the patient is not pacing with the ra lead, physician did not perform any intervention. The ra lead will be monitored. The patient was in stable condition.